Event description:
Reporting status: malfunction. Reporting rationale: a separated guide wire has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that during use, the guide wire tip stretched out. No patient injury was reported. No additional information is available. This is being reported based on the returned product evaluation that revealed a separated guide wire.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast on the coils and on the core. There was corrosion on the tip ball. There were offset intermediate coils 1.5 mm proximal to the center solder for a length of 11 mm. The entire length of the tip coils was completely stretched for a length of 12 cm. There was a separation in the shaping ribbon 21.5 mm distal to the center solder and 8 mm proximal to the tip ball. The distal section was attached to the tip coils at the tip ball. The shaping ribbon was in a corkscrew shape at both ends of the separation. There was no other damage to the guide wire noted. Due to the separation in the shaping ribbon, the tip was not tugged. This guide wire was sent to the lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the scanning electron microscopy (sem) analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. Unfortunately, the incident details were not enough to determine a cause of the tip entrapment and subsequent failure. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. The lot history record was reviewed and there are no non-conformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. The corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. This MDR is considered closed by the product performance group.